Event description:
Boston scientific received information that during defibrillation threshold testing this implantable cardioverter defibrillator (ICD) system was unable to re-establish a normal heart rhythm even when using the maximum amount of shock energy. It was suspected that this ICD was exhibiting an anomaly preventing successful conversion of this patient. This system was explanted and successfully replaced with a competitor's system two days later. No further complications were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Information suggests this system is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.